Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that the distal conductor was fractured (overstress), the inner tubing was kinked/buckled, there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent implant damage.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.